Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). On (B)(6) 2022, the pt had surgery to remove their stimulator. During surgery the doctor said the ins had exploded and there was a lot of pieces of metal. The pt did not know how long its been like that for the doctor was just going to replace the ins and screws. Pt noted it had cut a lot of tissue for it was inflamed. Pt did not know why it happened. Pt was in the hospital for 2 days and they had drainage.

Event description:
Additional information was received from the patient and their healthcare provider on april 25th. This patient was originally scheduled for revision of her lumbar spinal fusion and removal of a failed spinal cord stimulator. Intraoperatively it became evident that there was leakage of fluid from battery pack and that the soft tissues in the right flank were contaminated with fluid related to complication and failure of the battery pack. There was copious amounts of material that appeared to be calcium or lithium within the soft tissues surrounding the battery pack. Because of concern of contamination of the soft tissues with possible electrolytes or metal ions the surgical plan changed and intraoperative decision was made to change the surgical plan and to perform excision and washout of the surgical field that was contaminated from the failed battery. During the explant there was a fibrous sac surrounding the battery pack. The sac was incised and it was immediately evident that there was fluid as well as copious amounts of white material that appeared to be either from form of lithium ions versus copious calcifications within the fibrous sac surrounding the battery pack. The healthcare provider (hcp) was immediately concerned for possible infectious process versus leakage of electrolyte. There was a large amount of white filmy liquid surrounding the battery pack. Hcp made a presumed assessment that there was some kind of leakage of electrolyte causing some sort of a soft tissue reaction around the battery pack. At this point due to soft tissue contamination it was not possible to continue with the revision lumbar spinal fusion. Hcp took deep cultures and circumferentially exposed the battery pack and cut the leads coming from the battery pack with scissors. Hcp removed the leads by gently pulling the leads going to the thoracolumbar level of the spine. Hcp inspected him and then using bovie cautery they traced the leads in a sub-fascial manner in the direction of the right flank through that midline incision. Hcp then returned to the incision of the right flank and followed the leads through the fascia and mobilized the leads as well as some electrical connectors. After multiple attempts mobilizing the electrical connectors and leads through the midline incision and through the right flank incision the leads were mobilized and 2 separate spinal cord stimulator leads and associated electrical connectors were removed without complication.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# j0555565v implanted: (B)(6) 2005 explanted: (B)(6) 2022 product type lead product ID 3487a-33 lot# j0555565v implanted: (B)(6) 2005 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt had ins removed because "it exploded" as reported in original call, and says they are worried that they could get cancer because "of the pieces of metal". I advised speaking with hcp about any concerns regarding this. Pt said they got a letter stating that she should send her controller back but they have since thrown the pp away. I reviewed they are not required to send pp back and its ok if they threw it away.

Manufacturer narrative:
Continuation of d10: product ID: 3487a-33, lot# serial# : (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2022, product type: lead, product ID: 3487a-33, lot# serial#: (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2022, product type: lead, product ID: 748925, lot# serial#: (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2022, product type: extension, product ID: 748925, lot# serial#: (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2022, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.